Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was not able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=clear. The insulin pump was returned for pump error 75, pump error 23, and pump error 68 found on (B)(6), 2021.insulin pump¿s history and trace files downloaded successfully using thus software. Device passed displacement test and active current measurement. No pump error 23 or pump error 68 noted during testing. However, device received pump error 75 confirmed in the insulin pump history on (B)(6) 2021 at 2:02pm during self test, failed sleep current measurement and received unexpected battery power loss. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump error 23 confirmed in the insulin pump history on (B)(6) 2021 at 2:11pm. Pump error 68 confirmed in the insulin pump history on (B)(6) 2021 at 2:09pm. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1] board. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and missing serial number label. Pump error 75 confirmed during self test and in the insulin pump history files on (B)(6) 2021 due to moisture damage on the j6 connector in pcba 1. Unexpected pump error 23 confirmed on (B)(6) 2021 as a result of unexpected restart due to pump error 75. Pump error 68 and unexpected battery power loss confirmed in the insulin pump history files and on power management graph due to moisture damage on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.